Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rail on drawer 2 of the auxiliary unit was broken, and the drawer could not be closed. A field service engineer (fse) found that drawer 2 on the auxiliary unit was sticking out due to damaged rails. The bearing cage had come apart, and ball bearings were loose. The fse replaced both rails on the drawer, reassembled the device, and rebooted the system. The drawer was then able to open and close successfully without any issues. The customer was also able to recover the fh (full height) drawer without any problems. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer rail was broken. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.